Event description:
I purchased a malem ultimate bedwetting alarm on (B)(6) for my son and I have serious concerns about the safety of this product. "Is it even safe for children's use." This product is absolute garbage, cheaply made and very flimsy. The compartment that holds the batteries did not hold the batteries securely so we put duct tape to hold it in place. After six hours of use in the night, it got very hot and the battery door melted. My son got a big red scar on his neck causing him lot of pain and discomfort and unnecessary dr's visits and made us feel horrible for choosing this kind of useless product. Thank god we intervene or it would be a complete disaster. We are now terrified of ever using anything like that.